Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. This evaluation included a visual assessment as well as functional testing. Service evaluation at baxter (B)(4) could not reproduce the system error 322 but verified the symptom through a review of the event history log. Evaluation could not reproduce the reported problem. Evaluation confirmed the reported problem through the causality of an out of adjustment link screws. The reported problem was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.